Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, on (B)(6) 2015 (two weeks after implantation of the subject pacemaker), ventricular loss of capture was observed on monitor egm. Normal ventricular threshold (0.75v) was measured and any particular anomaly was not confirmed both in the ventricular lead measurements and on x-ray photo. On (B)(6) 2015, it was confirmed that ventricular loss of capture was observed again at the previous night and in the early morning. Ventricular pause (for maximum of 8 seconds) was also observed. Therefore, re-intervention was performed. The subject pacemaker was removed from the pacemaker pocket and ventricular lead pull test was performed, and then lead connection failure was not confirmed. The subject ventricular lead was then disconnected from the pacemaker and it was measured by a pacing system analyzer. No anomaly was observed in the ventricular threshold and r-wave amplitude, however intermittent loss of capture was observed at 3v output. The helix was then retracted and the ventricular lead was removed from the body. It is unknown whether the helix was appropriately fixed to cardiac muscle, since it was not attempted to pull prior to being helix retracted. A new lead and a new pacemaker were implanted because the cause of the observed issue was not clearly identified.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2015 (two weeks after implantation of the subject pacemaker), ventricular loss of capture was observed on monitor egm. Normal ventricular threshold (0.75v) was measured and any particular anomaly was not confirmed both in the ventricular lead measurements and on x-ray photo. On (B)(6) 2015, it was confirmed that ventricular loss of capture was observed again at the previous night and in the early morning. Ventricular pause (for maximum of 8 seconds) was also observed. Therefore, re-intervention was performed. The subject pacemaker was removed from the pacemaker pocket and ventricular lead pull test was performed, and then lead connection failure was not confirmed. The subject ventricular lead was then disconnected from the pacemaker and it was measured by a pacing system analyzer. No anomaly was observed in the ventricular threshold and r-wave amplitude, however intermittent loss of capture was observed at 3v output. The helix was then retracted and the ventricular lead was removed from the body. It is unknown whether the helix was appropriately fixed to cardiac muscle, since it was not attempted to pull prior to being helix retracted. A new lead and a new pacemaker were implanted because the cause of the observed issue was not clearly identified (the lead will be treated in a separate complaint form). The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Preliminary analysis confirmed that electrical and mechanical characteristics of the returned device were within specifications.

Event description:
Reportedly, on (B)(6) 2015 (two weeks after implantation of the subject pacemaker), ventricular loss of capture was observed on monitor egm. Normal ventricular threshold (0.75v) was measured and any particular anomaly was not confirmed both in the ventricular lead measurements and on x-ray photo. On (B)(6) 2015, it was confirmed that ventricular loss of capture was observed again at the previous night and in the early morning. Ventricular pause (for maximum of 8 seconds) was also observed. Therefore, re-intervention was performed. The subject pacemaker was removed from the pacemaker pocket and ventricular lead pull test was performed, and then lead connection failure was not confirmed. The subject ventricular lead was then disconnected from the pacemaker and it was measured by a pacing system analyzer. No anomaly was observed in the ventricular threshold and r-wave amplitude, however intermittent loss of capture was observed at 3v output. The helix was then retracted and the ventricular lead was removed from the body. It is unknown whether the helix was appropriately fixed to cardiac muscle, since it was not attempted to pull prior to being helix retracted. A new lead and a new pacemaker were implanted because the cause of the observed issue was not clearly identified (the lead will be treated in a separate complaint form). The subject pacemaker will be returned for analysis.